Event description:
It was reported, the doctor said that the lag screw drills for both sets are dull and is requesting sharper drill to replace in both sets.

Manufacturer narrative:
Devices are not available at this time.